Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('becoming e-free\ monday essure comes out and hope to be rid of fibromyalgia') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fibromyalgia ("fibromyalgia"), back pain ("back pain"), neck pain ("neck pain") and feeling abnormal ("brain fog"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and fibromyalgia outcome was unknown and the back pain, neck pain and feeling abnormal was resolving. The reporter considered back pain, feeling abnormal, fibromyalgia, medical device removal and neck pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, device expulsion, fibromyalgia . Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media. New events (back pain, neck pain, brain fog nos) were added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('becoming e-free\ monday essure comes out and hope to be rid of fibromyalgia') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fibromyalgia ("fibromyalgia"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and fibromyalgia outcome was unknown. The reporter considered fibromyalgia and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, device expulsion, fibromyalgia. Most recent follow-up information incorporated above includes: on 17-feb-2020: content from social media received. Event fibromyalgia was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report..

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('becoming e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.